Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h6- previously reported investigation conclusion code should have been "67- no problem detected" instead of "11- conclusion not yet available" as analysis was completed and no anomalies were identified.

Event description:
Related manufacturer report number: 2017865-2021-05943. Related manufacturer report number: 2017865-2021-06943. It was reported the patient presented in the hospital because their right atrial lead exhibited loss of capture. During procedure, the lead was explanted and the first replacement lead dislodged and was unable to stay in place, thus, a second replacement lead was successfully implanted. The set screw in the implantable cardioverter defibrillation header was unable to tighten with the new lead, so the physician replaced the device. The patient was in stable condition.